Event description:
The hospital reported that during saphenous vein harvesting procedure there was only intermittent co2 flow; longitudinal and below the knee. The short port was removed and checked, but the surgeon was unable to get a good flow of co2. The case was converted to the open method to retrieve the vein. No additional patient complications were reported.